Event description:
The customer alleges that the catheter broke off at the distal end during removal. It was estimated that 1" to 1.5" to have been left in the patient between l2-l3. There is no report of patient injury or harm. The patient is reported to be in good health. Neuro consult scheduled as a follow-up.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. The potential cause of catheter separation could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the catheter broke off at the distal end during removal. It was estimated that 1" to 1.5" to have been left in the patient between l2-l3. There is no report of patient injury or harm. The patient is reported to be in good health. Neuro consult scheduled as a follow-up.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.